Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Customer received assistance from technical support in resetting the pump, and the malfunction did not recur. Customer was informed to continue using the pump and to call back if the issue reappears, which the customer understood.